Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an electrical reset. It was further reported that the ipg battery voltage was unable to be measured. It was noted that the patient has been undergoing radiation therapy. It was also reported that the right ventricular (rv) lead exhibited chronically elevated thresholds. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.